Event description:
It was reported to ge that the monitor detached from its suspension and fell. Apparently, a technologist caught the monitor causing a minor sprain to his shoulder and a bruise on his leg. Evidently, the support bolt failed allowing the monitor to fall.